Event description:
It was reported that the lead was capped and replaced due to increased capture thresholds and decreased r-wave amplitude. Lead dislodgement was suspected. No patient symptoms were reported before and after the procedure.

Manufacturer narrative:
(B)(4).